Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The moderately tortuous and severely calcified target lesion was located in the proximal to mid left anterior descending (lad) artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 3atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.